Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil extending into the myometrium.'), pelvic pain ('physical pain / pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. A45118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included prolonged menses, metrorrhagia, uterine haemorrhage, clotting time, acute vaginitis and menometrorrhagia. Previously administered products included for pregnancy prevention: mirena iud from (B)(6) 2011 to (B)(6) 2012. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain and back pain as well as levonorgestrel (liletta) since 2010 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). On (B)(6) 2018, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, depression, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. There was one coil visible on each side after the essure had been placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported via mr: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (general), psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes, dysmenorrhea (cramping), abnormal bleeding (vaginal,menorrhagia), back pain, did not undergo confirmation test. Outcome of event pelvic pain were updated. Reporter information, aka name, historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil extending into the myometrium.') And pelvic pain ('physical pain / pain') in a (B)(6) female patient who had essure (batch no. A45118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included prolonged menses, metrorrhagia, uterine haemorrhage, coagulation time abnormal, acute vaginitis and menometrorrhagia. Previously administered products included for pregnancy prevention: mirena iud from (B)(6) 2011 to (B)(6) 2012. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain and back pain as well as levonorgestrel (liletta) since 2010 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). On (B)(6) 2018, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, depression, anxiety, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved and the back pain was resolving. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. There was one coil visible on each side after the essure had been placed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported via mr: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event urinary tract disorder, bladder disorder, genital haemorrhage, pelvic pain were updated. Reporter information were added. Seriousness criteria removed for event genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil extending into the myometrium.'), pelvic pain ('physical pain / pain') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure (batch no. A45118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included prolonged menses, metrorrhagia, uterine haemorrhage, coagulation time abnormal, acute vaginitis and menometrorrhagia. Previously administered products included for pregnancy prevention: mirena iud from january 2011 to december 2012. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013 for pelvic pain and back pain as well as levonorgestrel (liletta) since 2010 to september 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). On (B)(6) 2018, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, depression, anxiety, urinary tract disorder, bladder disorder, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 and (B)(6) 2012. There was one coil visible on each side after the essure had been placed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported via mr: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.